Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device upon return. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. For further analysis, an x-ray was performed to observe the internal construction of the device and there were no open circuits or loose wiring in the handle, wire, or pin connector. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, stimulation could not be performed when the probe was used for stimulation, so it could not be used. A new product was opened and was used without any problems. There was no patient impact.